Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was indicated that the patient programmer (pp) would not turn on and had a blank screen. The patient replaced the batteries in the pp with sun beam heavy duty and was recommended to try a different brand such as (B)(6). The patient noted that they had been having fecal accidents for the last two weeks and was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.